Manufacturer narrative:
The customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle was unable to deliver insulin. The following information was provided by the initial reporter: one was plugged somehow.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle was unable to deliver insulin. The following information was provided by the initial reporter: one was plugged somehow.

Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned several images of the 31gx8mm syringe. The consumer reported that the syringes were plugged. A device history review could not be completed as no batch number was provided. Based on the photo received, embecta was unable to confirm the customer¿s indicated failure of needle clog. Root cause cannot be determined at this time as the issue is unconfirmed and no samples were returned. H3 other text : see h10.